Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, operator reported the occurrence of arterial and venous air alarms during rinseback of the pt's blood. Manual removal of the air was attempted per user's guide instructions, however, the operator determined that there was too much air to remove and elected to terminate the treatment without rinseback of the pt's blood resulting in an estimated 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. Air was most likely introduced into the disposable set when the operator moved the tubing to configure the set for rinseback. The cycler alarmed appropriately. There have been no similar problems reported subsequent to this event. The user's guide contains adequate instructions for configuring the disposable set for rinseback and for troubleshooting air alarms. A direct correlation between the nxstage system 1 and the reported blood loss cannot be established. Facility staff were notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.